Event description:
It was reported that during at the end of suprapatellar tibial nail procedure on (B)(6) 2019, the cannulated connecting screw percutan instrument for nails-expert that connects the aiming arm and the jig was difficult to remove from the unknown nail. There was a surgical delay of five (5) minutes. Procedure was successfully completed. There was no patient consequence. Concomitant device reported: insertion handle for suprapatellar (part # 03.010.440, lot # unknown, quantity # 1). This report is for one (1) unknown tibial nail.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 b4: alert date correction to 2/5/2019. Initially reported as 2/7/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Corrected complaint description and concomitant device list. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that at the end of suprapatellar tibial nail procedure on (B)(6) 2019, the cannulated connecting screw percutaneous instrument for nails-expert that connects the aiming arm was difficult to remove from the unknown nail. There was a surgical delay of five (5) minutes. The procedure was successfully completed. There was no patient consequence. Concomitant device reported: insertion handle for suprapatellar (part # 03.010.440, lot # unknown, quantity # 1); unknown aiming arm (part# unknown, lot# unknown, quantity# 1).

Manufacturer narrative:
This report is for one (1) unknown tibial nail. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown tibial nail. PMA/510(k) number is not available. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during at the end of suprapatellar tibial nail procedure, the unknown connecting screw that connects the aiming arm and the jig was difficult to remove from the unknown nail.  It is unknown what caused the issues and if there was a surgical delay. Procedure and patient outcome are unknown. Concomitant device: aiming arm (part unknown, lot unknown, quantity 1). This report is for one (1) unknown tibial nail. This is report 1 of 2 for (B)(4).